Event description:
Post surgery, pt had sequential compression devices (scd) on. Pt also had spinal anesthesia on board. Nurse found pt with both feet blue and swollen and scd's tight. Scd's released and pump turned off. Immediate return of pink color to legs, prompt capillary refill and good distal pulses. Physician exam indicated normal neurological exam on right leg but indications of a peroneal and peripheral nerve injury on the left leg below the level of the ankle.